Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with corroded drain fitting, cracked tank cover, and damaged liquid crystal display (lcd). The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated. The device leaked during testing. A corroded and damaged drain fitting was the cause of the reported issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the device is leaking. No patient involvement was reported. The date of the event is unknown.

Manufacturer narrative:
UDI in section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.